Event description:
A report was received from the field indicating nine intuitive surgical da vinci scopes, model numbers 311464-04 and 311465-04 were damaged during sterilization in the sterrad. Per the report received the scopes have cloudy lenses and blurred images. The damage was seen as early as (B)(6) 2008, however, the facility did not call asp, because they did not feel the damage was related to the sterilization process. The facility indicated the devices were processed in the sterrad following the device MFR recommendations and the sterrad sterility guide. It is unk if an instrument assessment was performed. The facility contacted the MFR of the device (intuitive surgical) and sent the devices to the MFR for repair. The MFR informed the facility that the glue has disintegrated allowing fluid to flow into parts of the scope that should not be wet. Furthermore, the devices show evidence that suggests they were exposed to temperatures greater than 82 degree celsius/176.6 degree fahrenheit. The devices did not flake or break-off. There was no injury to pts or healthcare workers. This report is for the third device.

Manufacturer narrative:
(B)(4) other, damaged device. The number of damaged devices per model number was not clarified by the customer. The age of the device is almost one year and is used by the facility on a weekly basis. Thus this was not the first time the device was processed; actual number of cycles for the devices is unk. The device will not be sent to asp nor are there photographs of the damaged device available; the damage is not visible from the outside of the scope. The customer indicated that the cleaning process involves pre-cleaning with proez enzymatic detergent, followed by rinsing under running water, untimed. The cleaning solution used is unk. The facility has not had changes to the cleaning process or in the products used for cleaning devices. Previous modalities for sterilization or high level disinfecting were not reported. This is one of nine 3500a reports being submitted for this product malfunction. Please ref MFR report numbers: 2084725-2009-00412, -00413, -00414, -00415, -00416, -00418, -00419, -00420.